Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification. No battery out limit alarms, failed battery test or weak battery alarms were noted. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed unexpected restart and loss of time/clock memory after battery change due to a faulty component on the interface board. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.